Event description:
The customer reported an unexpected mortality of a post surgical knee replacement patient. Surgery was uneventful and the patient was placed on morphine pca at 1 mg/ml for post-op pain control, settings were pca dose 1 mg, lockout 10 min, 1 hour limit = 6 mg. The patient experienced incomplete pain relief with the pca and was receiving percocet in addition. The patient expired approximately 17 hours after surgery; the customer does not know if the patient's death was related to the pca infusion and has requested a log review with regards to pca programming and spo2 monitoring.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.